Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a vascular procedure where the catheter was employed to access the vessel endovascularly, the catheter hub separated from the cannula. There was no harm to the patient reported.

Manufacturer narrative:
A review of the drawings, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with instructions for use (IFU), which advise on measures to prevent against breakage during use. It is possible that the reported failure could be attributed to the patients pre-existing condition (may have a tortuous or calcified anatomy), the medical procedure/technique, or to the manufacturing of the device. However, without the benefit of a returned complaint device, and with the information known, a definitive root cause cannot be determined. Per the health risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.